Event description:
It was reported that patient is complaining of intense pain in his hip, groin, thighs, feet, and toes. His feet and toes are swollen. Patient states that his hip sometimes clicks when he walks. He has been in pain since surgery.

Manufacturer narrative:
At this time the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.